Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the insert of the monopolar hook ((B)(4)) disassembles in 3 parts: handle, sheath and the black ring does not hold together properly. The sheath moves during use. The device was in contact with a patient. There was no adverse event reported and no significant delay in surgery time.

Manufacturer narrative:
The monopolar hook (cev390c) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the investigation of the hook verified the complaint reported by the customer as valid. The device was disassembled, and the sheath was shortened. When assembling the different parts, there was a clearance between the tubes. The laser weld didn't hold the 2 parts. Root cause: the sheath is shortened because the sheathing process was defective during the manufacturing operations. The disassembly of the device is due to the clearance too important between the 2 welded parts. In this situation the laser weld is not strong enough. This is a human mistake before the welding operations. In addition, a medical assessment was performed regarding this event and concluded the following: based on the complaint information and evaluation of the returned product, medical safety does not believe that the origin of the failure was caused by a sheathing process. It was most likely due to the weld breakage which led to the fracture of the insulation with subsequent exposure of the metal extrusion. In this weld failure, we would not expect a risk of harm to the patient, but this may possibly expose the user to risk of electrical shock. As reported in the complaint, there was no patient or user injury associated with this use. No corrective and preventive action (CAPA) is required since there is no adverse trend. A reminder has been performed to the operators.

Event description:
N/a.